Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a patient arrived from the ER to the surgical floor with a continuous infusion of lactated ringers (1000 ml) programmed at 100 ml/hr (amount remaining not specified). Upon arrival to the floor, the device alarmed for near end of infusion, the user hung a new bag at an unspecified time however at 0200 the user noticed that the bag had 37 ml remaining. The device was removed and taken out of service. The customer stated that there was no related harm to the patient. It was later reported that biomed tested the device 3 times using the rate accuracy set up and test procedure having all 3 tests passed and within parameters. The biomed used ¿tubing that was obtained from chemo several months ago which wouldn¿t be part of the suspected tubing on this day.¿